Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lot met all pre-release specifications.

Event description:
It was reported by the gore field sales associate that the physician placed the gore® synecor preperitoneal biomaterial in the retro rectus. The mesh was sutured in place, no drains were used and a 2 ml fibrin sealant was used. The physician stated the patient complained of pain a few weeks later. The patient returned to the operating room where the physician reported large seroma and fluid surrounding the mesh. An explant was performed. The patient is reported to be doing well at home now.